Event description:
The customer tested her blood glucose using one of her contour meters and received a reading of 148 or 158 mg/dl. The customer took 1 unit of insulin based on the reading. She alleged that she had a severe reaction and was not totally conscious. When the customer came to, she was able to drink some juice to raise her blood glucose. She did not require outside medical attention. The customer performed control tests while troubleshooting. The results fell within the normal control range, but the test strips and meter are still to be returned for evaluation. Replacement products were sent to the customer.